Event description:
Synovitis. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) female pt, initials unk with osteoarthritis (kellgren-lawrence, grade ii). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1007 to july 2010. The pt's medical history was not provided. On an unspecified date, the pt initiated fist course of treatment with intra-articular synvisc (hylan gf20) injection (dosage regimen not provided) in both knees. The lot number for synvisc was not provided. On (B)(6) 2001, the pt received second synvisc injection of the course. On (B)(6) 2001, the pt experienced synovitis of both knees. The pt was treated with intra-articular celestone (betamethasone). The outcome for the event was not provided. Relevant concomitant medications were not provided. The intensity for the event was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis of both knees as definitely related. Additional information was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance ) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specifications result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. This case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.